Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and surgery on (B)(6) 2020 at evening. Customer¿s blood glucose level was 600 mg/dl and 690 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection. The insulin pump will not be returned for analysis. Corrected summary: the customer stated their pump stopped working leading to their high blood glucose incident. The customer started going high on the night of (B)(6) 2020 and got hospitalized the next day. The customer's blood glucose was at 690 mg/dl at the time of admission, and 220 mg/dl at the time of the call. The customer was given intravenous insulin to treat the high. Troubleshooting was not completed as the customer did not have a tubing clamp. Air bubbles were present in the tubing and reservoir. The customer stated the insulin vial they had used was not at room temperature.